Event description:
Unknown event date. Notification from representative m.d. That the doctor will be revising a component previously implanted on (B)(6) 2023 because of disassociation. Only the hinge and bushings will be replaced.